Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery (sa) using ruby coils. During a procedure, the physician attempted to advanced a ruby coil but found it was long for the aneurysm. While removing the ruby coil, it unintentionally detached. The physician used a snare to successfully removed the detached ruby coil. The physician confirmed under angiography that the aneurysm had occluded and no further coils needed. There was no report of an adverse effect on the patient.